Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coils pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully retracted out of its packaging hoop at extreme angles, damage such as this may occur. It is likely that the ruby coil sustained damage after the device was removed from its packaging hoop. Based on the returned condition of the ruby coil, it is unlikely that the ruby coil was packaged in this condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization, the scrub technologist noticed that a ruby coil was bent in multiple places upon removal from the dispenser hoop. It was noted that the ruby coil was bent in the package. The damaged ruby coil was found prior to use and therefore, was not use for the procedure. The procedure was completed using a new ruby coil.